Event description:
The reporter stated the aq5010v silicone three piece lens tore as the surgeon advanced it in the injector, there was patient contact but the lens was not inserted.

Manufacturer narrative:
Evaluation results:visual inspection of the returned product showed the optic was torn and both haptics were bent and the tip of the cartridge was damaged with a clear surgical residue on it. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation codes; conclusion: (other): an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).